Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported that customer received a no delivery alarm. Customer's blood glucose was 420 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit with. Caller removed infusion set and cannula was not bent. Caller declined to run another 5.0 unit fixed prime. Caller was advised to changed customer's infusion set.